Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex esophageal stent was received for analysis. Visual examination revealed that the stent was returned in a partially deployed state. A functional test was performed by pulling the finger ring, and the stent was able to deploy with no resistance felt. No other damage was noted on the device. Product analysis confirmed the reported event of a partially deployed stent. The investigation concluded that procedural factors such as device handling, lesion characteristics, the physician's technique, or the amount of force applied, most likely contributed to the reported event. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal covered stent was to be implanted in the esophagus to treat a malignant 7-cm stricture secondary to esophageal cancer during an esophageal stenting procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the suture could not be pulled, and the stent could not be deployed inside the patient. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with a non-boston scientific stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6:imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal covered stent was to be implanted in the esophagus to treat a malignant 7-cm stricture secondary to esophageal cancer during an esophageal stenting procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the suture could not be pulled, and the stent could not be deployed inside the patient. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with a non-boston scientific stent. There were no patient complications reported as a result of this event.